Event description:
A report was received that the patients ipg was in an uncomfortable location. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.